Event description:
Since dexcom released their app update, the notifications are no longer critical in most scenarios. This has lead to dangerous lows for me. This issue has been reported to dexcom by many people, yet they are claiming it is on us.